Manufacturer narrative:
Age at time of event: 18 years or older. Promus premier ous mr 3.0 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the sixth distal strut row lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed an no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 14may2019. It was reported that crossing difficulties were encountered. The 90% stenosed 38mm in length, 3.0mm in diameter target lesion was located in a moderately tortuous and moderately calcified right coronary artery. A promus premier ous mr 38 x 3mm stent delivery system was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.